Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced thrombus that required medication (increase in anticoagulation). The patient underwent catheter ablation using varipulse catheter for treatment of drug resistant persistent atrial fibrillation. Pulmonary vein isolation and left atrial posterior wall isolation were performed using the catheter. For pulmonary vein isolation, 39 pulse field energy ablations were applied, and for left atrial posterior wall ablation, 16 pulse field energy ablations were applied. On mapping after ablation, partial residual potentials were observed at the carina of the posterior right pulmonary veins, so additional radiofrequency (rf) ablation was performed to complete pulmonary vein isolation and left atrial posterior wall isolation. A total of five rf ablations were performed; the average contact force was 8 - 15g, power output was 35w, ablation time was 15 - 20 seconds, and ablation index was 396 - 445. With continuous heparin infusion during the procedure, activated clotting time was measured twice, recording 392 seconds and 396 seconds. After the procedure was completed, protamine 3mg was administered intravenously to partially antagonize the anticoagulant effect of heparin. Transthoracic echocardiography on the day after the procedure showed no thrombus in the left atrium, and postoperatively the patient continued oral amiodarone 100mg once daily and dabigatran 110mg twice daily. Approximately two months after ablation, the patient experienced a transient symptomatic recurrence of atrial tachyarrhythmia but subsequently maintained sinus rhythm. Approximately six months after ablation, transthoracic echocardiography performed in sinus rhythm revealed broad and lobulated mass lesion extending from the left atrial posterior wall to the left atrial septum; transesophageal echocardiography showed a finding with a maximum diameter exceeding 50mm. Oral anticoagulant therapy had been continued throughout this period. After detection of mass lesion, the dabigatran dose increased from 110mg twice daily to 150mg twice daily. About three months after the increase (approximately nine months after ablation), contrast enhanced CT showed reduction and regression of the lesion, suggesting it was likely a thrombus. During the follow up period, no clinically apparent neurological symptoms or hemorrhagic complications were observed. Neither cerebral infarction nor systemic embolism was detected on head MRI or contrast CT. Patient improved and did not require extended hospitalization. Physician¿s comment on the relationship between the event and the product: in the procedure, the baseline left atrial ejection fraction was markedly reduced in sinus rhythm, so there was no clear change in left atrial ejection fraction before and after ablation. However, in addition to the left atrial ejection fraction already severely decreased at baseline, decreased left atrial mechanical contractility due to extensive ablation with pulse field energy may have contributed to formation of the large thrombus on the left atrial posterior wall. Since there was no information suggesting the use of a biosense webster rf ablation catheter, the rf catheter is considered to be from another manufacturer.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).